Event description:
It was reported that after placing the nail with blocker, the screw head pull out was noticed. No adverse consequences to the patient has been reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via visual inspection. The screw was returned in 2 pieces as the tulip was disengaged from the screw shank. The locking ring and the screw shank head were both deformed, indicating that the tulip head was over angulated in one direction until it eventually disengaged. Rod divot on the screw shank head indicates that the rod was not fully perpendicular with the screw when final tightening occurred. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The screw showed signs of tulip over angulation and suboptimal rod placement. The rod marking on the screw was at an angle, which is caused when the rod is seated in the tulip at an angle. The surgical technique calls for the rod to be perpendicular to the screw when being seated into the rod. The most likely root cause is the position of the rod caused additional torque to be applied to the screw which eventually caused the tulip to disengage.

Event description:
It was reported that after placing the nail with blocker, the screw head pull out was noticed. No adverse consequences to the patient has been reported.